Manufacturer narrative:
Catalog # is unknown but referred to as celect. Occupation: non-healthcare professional. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown, however, the alleged celect is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
The following information is alleged: the patient received a celect inferior vena cava (ivc) filter on (B)(6) 2014. Five prongs of the cook ic filter perforated the ivc with maximum distance of 16mm with prong perforating the bowel and the cook ivc filer has tilted seven degrees left to right. Hospital and medical records have been requested, but not yet provided.

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: embedded, inferior vena cava (ivc) thrombus/occlusion, unable to retrieve, stenosis, bleeding, limited physical activity, pain, swelling, lower extremity numbness/tingling, depression, anxiety. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: embedded, inferior vena cava (ivc) thrombus/occlusion, unable to retrieve, stenosis, bleeding, limited physical activity, pain, swelling, lower extremity numbness/tingling, depression, anxiety. The additional information regarding embedded does not change the previous investigation results for organ/vena cava perforation. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Unknown if the reported bleeding, limited physical activity, pain, swelling, lower extremity numbness/ tingling, depression, and anxiety are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot number are unknown, however, the alleged celect is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2014 via the right common femoral vein due to deep vein thrombosis (dvt) . Patient is alleging tilt, vena cava perforation, bleeding, and organ perforation. The patient alleges "five prongs of the cook ivc filter perforated the ivc with a maximum distance of 16mm with a prong perforating the bowel and the cook ivc filter has tilted seven degrees left to right." The patient further alleges "can't walk very far or very long", "can't exercise due to leg swelling", "can't run because [patient] is in constant pain", "numbness and tingling in both legs", "swelling is not just in [patient's] legs but all over [the] body", depression, anxiety patient allegedly attempted to have the filter retrieved on (B)(6) 2014 due to lower extremity edema but was unsuccessful. Another removal attempt was made (B)(6) 2018 but was unsuccessful due to clot in the ivc. (B)(6) 2014: per implant report: "procedure: bilateral iliocval venogram. Left leg venogram. Instillation of thrombolytic therapy. Placement of fountain infusion catheter bilaterally. Left leg venogram with mechanical thrombectomy of the left iliac system with the angiojet device". ¿I placed a 6-french sheath through which I placed an angled catheter and wire and was able to navigate across the occlusion and attempted to inject contrast in the inferior vena cava, but realized it was also thrombosed. I navigated up to the suprarenal ivc, which was patent, although small. It was obvious at this point that this patient has a caval thrombosis, in addition to the iliofemoral component on the left and iliac on the right. Because of the patients¿ severe symptoms, treatment is mandatory, especially that the left leg could be patent. Over the wire, I placed long 6-french sheath and deployed cook celect ivc filter in the suprarenal ivc, which was appropriate size for that filter. " (B)(6) 2014: per venogram and aborted retrieval report, ¿the ivc itself is patent. There is a stent in the mid ivc and around 90% stenosis just below the stent at the margin of the stent. The ivc filter has flow in it and I do not visualize any thrombus, but the column of the contrast is smaller than the expansion of the filter. At this point. I gave the patient 4000 units of heparin. Over the wire, I performed angioplasty of the ivc to 10 mm and then to 20 mm and that resulted in very good flow and a 20-30% stenosis. I did not place a stent. At this point. I evaluated the area of the filter with multiple oblique projections. I could not have complex between the catheter or the wire and the tip of the filter. For this reason, I did not attempt to remove the filter, since it could be embedded in the laminar thrombus lining the ivc. The procedure was terminated and the sheath was removed from the neck with no obvious complication.¿ (B)(6) 2017: per computed tomography report, ¿superior extent of ivc filter t12-l1 disc space. Inferior extent mid l2 vertebral body. A total of five prongs have perforated the ivc. Maximum distance prongs perforated 16 mm.¿ ¿coronal images 7 degree tilt left to right¿¿ ¿diameter of ivc directly above 10 mm x 8 mm¿¿ ivc stent present. A prong has perforated the bowel". (B)(6) 2018: per unsuccessful retrieval report: "findings: ¿3. Initial venogram shows occluded ivc below the ivc filter and bilateral iliac veins with extensive collaterals. 4. Crossing of the occlusion with glidewire through both accesses angioplasty of the infrarenal ivc with 6 x 120 mm armada balloon. Angiojet catheters advanced through both accesses into the ivc and the right iliac veins. 5. Angioplasty of residual stenosis in the ivc with 16 mm x 60 mm atlas. 6. Post recanalization angiogram shows a channel from the right cfv to ivc, although significant residual clot is present. 7. Unable to retrieve ivc filter, filter appears surrounded by clot that the snare could not grasp. Further with clot not responding to thrombectomy manoeuvers, and especially unable to use tpa it was decided to leave filter in for now and continue heparin.¿